Manufacturer narrative:
Qn#(B)(4). Although a lot number was not initially reported, a potential lot number was obtained through the sales history. The potential lot# is 73k2000546. Per DHR the product hemolok xl clips 6/cart 84/box lot# 73k2000546 was manufactured on 10/26/2020 a total of (B)(6) pieces. Lot was released on 11/06/2020. DHR investigation did not show issues related to complaint. The customer returned one cartridge 544250 hemolok xl clips 6/cart 42/box for investigation. The cartridge was returned with no clips remaining. Two loose clips were also returned with the sample. The cartridge and clips were visually examined with and without mag nification. Visual examination revealed that multiple cartridge tabs were bent or damaged. Biological material was observed on the cartridge and loose clips, indicating that the sample was used. One of the returned clips was intact, the other clip had its pierced bosses broken. R & d engineering was consulted for this complaint issue. According to r & d, the observed damage to the broken clip and cartridge is consistent with improper loading of the clips (loading with high force at a severe angle) or with using damaged appliers. The appliers were not returned for investigation. The IFU for this product, l02425, was reviewed as a part of this complaint investigation. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper functionality." A corrective action is not required at this time as the damage observed on the clip indicates that unintentional user error caused or contributed to this event. The reported complaint of "broken/detached parts - clip - boss" was confirmed based upon the sample received. The cartridge was returned with no clips remaining and had damage to multiple cartridge tabs. Two clips were returned loose, one was intact and the other had broken pierced bosses. Upon functional inspection, the intact clip was able to properly load into appliers and successfully fire onto over-stressed surgical tubing. R & d was consulted for this complaint and it was determined that the observed damage to the broken clip and cartridge is consistent with improper loading of the clips (loading with high force at a severe angle) or with using damaged appliers. It is unknown how the returned clip was handled during use and the appliers were not returned for investigation. Therefore, based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It was reported that 2 clips out of 6 in a cartridge were found broken at the hook when the user attempted to load them during a surgery. Therefore, a new cartridge was opened instead to complete the procedure.

Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that 2 clips out of 6 in a cartridge were found broken at the hook when the user attempted to load them during a surgery. Therefore, a new cartridge was opened instead to complete the procedure.